Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, it was observed that the devices blower motor is bad and not working. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The customer replaced blower assembly to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.